Manufacturer narrative:
When I receive the engineer's investigation report. I will file a supplemental report.

Event description:
It was reported that seal ring dropped into the patient. The seal was retrieved. No patient injury.